Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse was unable to determine a failure mode and proactively performed an ise (ion-selective electrode) decontamination procedure and replaced the mc (module chemistry) sample probe. Although the failure mode is unknown, the malfunction of the mc sample probe could not be ruled out.

Event description:
The customer alleged two (2) erroneously high k (potassium) patient results were generated on their unicel dxc 600 pro synchron system. The customer stated the patient sample results were not reported outside of the laboratory and there was no impact to patient treatment. There were no calibration or quality control (qc) issues observed prior to the event. A review of the provided k calibration passed and qc (quality control) recoveries were within instrument control ranges on the event date. However, synchron control level 1 recoveries on the event date exceeded the k total precision claim.